Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the device was discarded; therefore, a technical analysis cannot be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a conclusion code of cause not established based on the information available as well as unavailability of the device for analysis. This code was selected as the most probable complaint cause based on the information available. The device was discarded. Procedure and patient lesion details unavailable as per account and no new information was received through additional information. Without media or the device returned for analysis, a clear conclusion cannot be determined.

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 20mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The device was removed without any issue, and the procedure was completed with a different device. There were no patient complications, and the patient condition was stable post-procedure.

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 20mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The device was removed without any issue, and the procedure was completed with a different device. There were no patient complications, and the patient condition was stable post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.